Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that a set screw on the replacement implantable cardioverter defibrillator (ICD) header would not be engaged with the torque wrench. The ICD was not implanted and an alternate near at hand was implanted on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of header anomaly was confirmed. The device above elective replacement indicator (eri) was returned for analysis. Final analysis revealed the left ventricular set screw was stripped and contained septum material inside the cavity. This material prevented full insertion of the torque driver and was the cause of the reported event. The header set screw anomaly was consistent with having occurred during the procedure.